Event description:
The affiliate reported that the valve was implanted due to polytrauma and hydrocephalus that was caused by bleeding. After implantation, the patient showed signs of hyperdrainage. The pressure was verified at 70mmh not 100 mmh that it was originally set to. The surgeon made many attempts to reprogram the valve but was unsuccessful. As a result, the valve was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, examination of the valve revealed the presence of biological debris within the device. An occlusion was present and the biological debris appears to have caused the returned valve to fail the pressure test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.